Event description:
It was reported that, "while doing a case with a loaner mantis set, the universal tightener would not hold the locking blockers on the universal tightener. Several blockers fell off the universal tightener, into the wound, and to be retrieved by the surgeon using the c-arm. Upon inspection, we found that the locking ball that holds the blockers onto the universal tightener was malfunctioning."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.